Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm does not sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. It is not known if any delay of care may have occurred as a result of no audio occurring patient details were not available at the time this report was due.